Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-apr-26 (B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  their symptoms have been returning more and more over the last week and they have had to go back to wearing a pad to feel safe. Patient reported their "stimulation period" was typically around 10 a. M. But now they are feeling it at 11 and 12. Patient asked if this is normal. Based on patients description of expected stimulation sensation it appear they were had cycling programmed but the patient was not able to confirm. Patient denied positional changes to stimulation sensation. Patient denied any falls or traumas. Patient stated they did recently have a move but had movers do the heavy lifting. Patient said they have not adjusted their stimulation in more than 6 months and they have still not located the programmer in their unpacked boxes. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. Patient will continue to look for their patient programmer and if they cannot locate they will call back to be directed to lost/stolen vendor. Transferred patient to prs to update address.

Event description:
Additional information was received from the patient. It was reported that the cause of the change in stimulation was not determined. The patient found the missing phone and increased the setting by 2points. They started to have symptom relief and things returned to normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.